Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned because it had dislodged and pulled back into svc. Lead remains actively implanted. No adverse patient events were reported.